Manufacturer narrative:
(B)(4). The device history record could not be performed since the lot number was not provided.

Event description:
A radiofrequency ablation procedure was done on a right great saphenous vein (gsv) on (B)(6) 2016. Upon a follow-up ultrasound, a free floating thrombus was noticed within the vein. Patient was treated with lovenox. Patient experienced nosebleeds following the lovenox therapy. An inferior vena cava filter (ivc) filter was placed on (B)(6) 2016. The ivc filter was scheduled to be removed on (B)(6) 2016. The patient is doing fine.